Event description:
It was reported that the 9800 system had a filament regulator failure error message with grainy images. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.